Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the left eye which was removed and replaced in a secondary procedure due to an unexpected post operative refractive error. No patient injury was reported.

Manufacturer narrative:
(B)(4). Visual inspection of the returned product revealed several scratches/damages on the posterior aspect of the optic body, which is consistent with a lens that has been removed from the eye. Due to the received condition of the lens diopter measurement could not be performed. No other optical deviations could be found. The device manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and were shown to be within specifications. This is in compliance with the labeled dioptric power of 26.0 diopter. All pertinent information available to abbott medical optics has been submitted.